Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 19/jun/2019 and inspection of the unit was performed on 20/jun/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Primary operation channel resistance. Passed dry leak test. Hole in # 4 remote control button cover. Right/ left brake knob retaining nut cover cracked. Passed wet leak test. Distal cap/ case cracked. Distal cap - fixed type e2 - zone e # discontinuities, gaps. Ccd wire insulation chafe (minor). Umbilical cable single buckled under pve root brace. Hole in # 2 remote control button cover. Distal cap - fixed type a2 - zone a # discontinuities, gaps. Distal cap - fixed type b2 - zone b # discontinuities, gaps. Distal cap - fixed type c2 - zone c # discontinuities, gaps. Distal cap - fixed type d2 - zone d # discontinuities, gaps. Ccd wire insulation cut (severe exposed sheild wire). Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water supply tube lg, suction channel lg, light guide cable, air/water tube, deflector operating wire, deflector staycoil, operation channel, rl lock knob retaining nut cover, remote control button, o-rings and seals, o-ring(0.5x1.3), distal case/cap, deflector body link, distal end w/ccd-m imp-t pb-free/nt, angle wire, bending rubber, rl pulley assy, ud pulley assy, adjusting collar.